Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was pneumo loss. The trocar was switched and the procedure completed without impact to the patient. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.